Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.